Manufacturer narrative:
Catheter model 8711; lot# j10954r49; implant date: (B)(6) 2001; explant date: (B)(6) 2009.

Event description:
The catheter broke in 4 places and 2 pieces remain in the patient's body. The patient experienced withdrawal as a result of the event. The event was resolved.